Event description:
It was reported that a patient going through a trial stage experienced discomfort and tenderness at the site location where the lead exits the skin. The lead was pulled out on (B)(6) 2025, and the patient was prescribed augmentin, which ended on (B)(6) 2025. The patient stated that the discomfort in their buttocks is slowly improving, but it is still tender when sitting. The discomfort was described by the patient as more like a burn, but there's a hard core under it like a hematoma, which is slowly decreasing in size. The opening was about the size of a nickel. The patient thinks that it started as a burn and then progressed to a wound. The patient will continue to take antibiotics. The representative advised that the patient is doing much better. The patient was not prescribed any other antibiotics or medications. The discomfort and pain have gone away and the patient hasn't noticed it for the past few days. The physician is not sure what caused the patient's issue, and if it was an infection, they never got a clear diagnosis on it. The patient has a follow-up appointment with the physician on (B)(6) 2025, to discuss the next steps. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient going through a trial stage experienced discomfort and tenderness at the site location where the lead exits the skin. The lead was pulled out on (B)(6) 2025, and the patient was prescribed augmentin, which ended on (B)(6) 2025. The patient stated that the discomfort in their buttocks is slowly improving, but it is still tender when sitting. The discomfort was described by the patient as more like a burn, but there's a hard core under it like a hematoma, which is slowly decreasing in size. The opening was about the size of a nickel. The patient thinks that it started as a burn and then progressed to a wound. The patient will continue to take antibiotics. The representative advised that the patient is doing much better. The patient was not prescribed any other antibiotics or medications. The discomfort and pain have gone away and the patient hasn't noticed it for the past few days. The physician is not sure what caused the patient's issue, and if it was an infection, they never got a clear diagnosis on it. The patient has a follow-up appointment with the physician on (B)(6) 2025, to discuss the next steps. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 the supplemental record is being submitted for the product investigation conclusion and coding: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegations relate to "discomfort", "pain", "irritation, skin", "inflammation, skin", "burn(s)" and "hematoma" which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.